Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation to show a causal relationship between the reported peritonitis and the liberty select cycler or cycler set. Additionally, there is no allegation of a fluid leak in the cycler set or a malfunction of the device reported for this event. Per the pdrn, there could have been a couple of situations in which contamination could have occurred due to breach in aseptic technique. The pd effluent culture was negative resulting in no determination of a causal agent. Based on the available information the cause of the peritonitis event cannot be confirmed, therefore, the liberty select cycler and cycler set cannot be excluded as causing or contributing to the adverse event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was being treated for peritonitis. Upon follow-up with the pdrn, it was reported the patient went to the hospital on (B)(6) 2019 and diagnosed with peritonitis (unknown signs/symptoms). The patient was admitted and started on antibiotic therapy with ceftaz and vancomycin (route, dose, frequency and duration unknown). The patient¿s pd effluent culture was negative for growth. The ceftaz was discontinued. The patient was discharged (B)(6) 2019 and continues treatment with vancomycin. The patient continues pd therapy on the liberty select cycler with no reported issues. Prior to the diagnosis of peritonitis, the patient was found unresponsive in their apartment. The patient was not completing pd therapy at the time. It was during this time the pdrn stated that the patient¿s catheter cap could have come off during resuscitative efforts causing contamination. The pdrn also reported the patient is non-compliant with treatment and it is possible the patient did not follow proper aseptic technique.